Event description:
Additional info received from MFR on 12/14/1999: the medwatch reports that the "suspect medical device" is a swan-ganz catheter model 754hf75. However, the complaint refers to the introducer sheath dislodging from the introducer hub. Follow-up w/ dr at facility confirms that the complaint refersto the introducer and not the catheter. Follow-up w/ the nurse coordinator indicates that the MFR of the introducer was cook and not baxter.